Manufacturer narrative:
Echography was conducted and the plug was detected in the right popliteal artery. Then another access site (lower side of the original access site) was made with a guiding sheath 6f, but the plug at the popliteal artery moved to the bifurcation of the posterior tibial artery and peroneal artery by the obtulator. Then aspiration was conducted for several times and a part of the plug was aspirated. Poba was conducted on the plug and the blood flow was recovered. Continuous infusion of thrombolytic agent (urokinase) was administered for one night. On the following day, angiography was conducted and a part of the plug and thrombus were confirmed at the bifurcation of the posterior tibial artery and peroneal artery. Then aspiration was conducted again, and a part of the plug could be aspirated. Therefore, a stent (integrity, unknown size) was implanted over the plug. Recovery of blood flow was confirmed, and the procedure was finished successfully. The patient was making satisfactory progress. The product will be returned for analysis. Physician's comment: it occurred during the physician's 1st case of exoseal. When the plug was deployed, because the position of the exoseal and sheath introducer was not held firmly and their position was moved into the vessel, the plug was deployed intravascularly. Concomitant devices continued: gw: astato ruby; gc: 6f str sheath-less guiding catheter; bc: aviator plus; sheath introducer: parent 6f 23cm, brite tip sheath introducer 7f 11cm; stent: smart control, integrity. During use of a 7f exoseal for vascular closure, it was reported that the physician tried to compress the button firmly, however the exoseal and the sheath introducer were pushed into the vessel and the plug was deployed intravascularly. This was the physician's 1st case with exoseal. Hemostasis was achieved by manual compression. The following day, pulse could not be felt in the dorsalis pedis artery and it was confirmed that the plug was in the right popliteal artery occluding blood flow from the right popliteal artery. Aspiration and poba were done restoring flow. On the following day, thrombus was confirmed at the bifurcation of the posterior tibial artery and peroneal artery. Aspirations were done and a stent was deployed, restoring flow. Initially, exoseal was used for the hemostasis of the after pta (stenting) of the left common iliac artery and left external iliac artery. Approach was made from the right common femoral artery and it was retrograde puncture with a sheath introducer (medikit's parent 6f 23cm). Pre-dilatation was conducted and a stent (smart control 8.0/100mm) was implanted without problem. After the pta, the sheath introducer was exchanged to another sheath introducer (brite tip sheath introducer 7f 11cm (B)(4)) and the exoseal was inserted into the sheath introducer and connected with it. There was no calcification and no stenosis observed at the puncture site. Adequate bleed-back signal from the bleed back indicator was confirmed, and the exoseal with the sheath was retracted until the bleed-back signal had disappeared and the indicator window changed to black-black pattern. The physician tried to press the plug deployment button, but the button was too hard to press it. The physician tried to compress the button firmly. However the exoseal and the sheath introducer were pushed back into the vessel and the plug was deployed intravascularly. Then, the physician applied manual pressure to achieve hemostasis for 15-20 min. On the following day, given the absence of pulse in the right dorsalis pedis, computer tomography was conducted and no blood flow was confirmed from the popliteal artery. Echography was conducted and the plug was detected in the right popliteal artery. Then another access site (lower side of the original access site) was made with a guiding sheath 6f, but the plug at the popliteal artery moved to the bifurcation of the posterior tibial artery and peroneal artery by the obtulator. Then aspiration was conducted and a part of the plug was aspirated. Poba was conducted on the plug and the blood flow was recovered. Continuous infusion of thrombolytic agent (urokinase) was administered for one night. On the following day, angiography was conducted and a part of the plug and thrombus were confirmed at the bifurcation of the posterior tibial artery and peroneal artery. Aspiration was conducted and a part of the plug could be aspirated. A stent (integrity, unknown size) was implanted over the plug. Recovery of blood flow was confirmed, and the procedure was finished successfully. The patient was making satisfactory progress. The product will be returned for analysis. The physician's commented that "when the plug was being deployed, the position of the exoseal and sheath introducer was not held firmly and their position was moved into the vessel. The plug was deployed intravascularly". The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Arterial occlusion is a potential risk associated with femoral artery closure procedures. The exoseal vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal closure device training program. Based on the information available for review, there are user-related factors (inexperienced user) that may have contributed to the intravascular deployment of the exoseal plug inside this patient. Based on the device history record review, there is no indication that the intravascular deployment of the exoseal plug could be related to the devices manufacturing process. The affiliate indicated that exoseal deployment technique re-training of the physician was conducted. No other actions will be taken at this time.

Event description:
During use of a 7f exoseal for vascular closure, the plug was deployed intravascularly and hemostasis was achieved by manual compression. One day later, a pulse could not be felt in the dorsalis pedis artery and it was confirmed that the plug was in the right popliteal artery with no blood flow from the right popliteal artery. Aspiration and poba were done restoring flow. On the following day, thrombus was confirmed at the access site. Aspirations were done and a stent was deployed, restoring flow. Exoseal was used for the hemostasis of the after pta (stenting) for the left common iliac artery and left external iliac artery. Approach was made from the right common femoral artery and it was retrograde puncture with a sheath introducer (medikit's parent 6f 23cm). Pre-dilatation was conducted and a stent (smart control 8.0/100mm) was implanted without problem. There was no calcification and no stenosis observed at the puncture site. After the pta, the sheath introducer was exchanged to another sheath introducer (brite tip sheath introducer 7f 11cm (B)(4)) and the exoseal was inserted into the sheath introducer and connected with it. Adequate bleed-back signal from the bleed back indicator was confirmed, and the exoseal with the sheath was retracted until the bleed-back signal was disappeared and the indicator window showing changed to black-black pattern. The physician tried to press the plug deployment button, but the button was too hard to press it. The physician tried to compress the button firmly. However the exoseal and the sheath introducer were pushed into the vessel and the plug was deployed intravascularly. Then, the physician applied manual pressure to achieve the hemostasis for 15-20 min. On the following day, the physician noticed no pulse can be felt at the patient's dorsalis pedis artery. Computer tomography was conducted for right lower leg, and there was no blood flow observed from the popliteal artery.